Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinic manager reported that almost every trocar has been dull. The trocars are replaced with standalone backup trocars. Patient and procedure impact are unknown. The number of patients and devices involved are unknown.

Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are five additional complaints associated with the lot for the reported issue. Sixteen opened trocar assemblies were received for evaluation. The samples were visually inspected and samples 1 through 9 and 11 through 16 were found to be conforming. Sample 10 was found to be non-conforming, with foreign material on the blade. The samples were then functionally tested for penetration and samples 1, 5, 6, 7, 8, 12, and 13 were found to be conforming. Samples 2, 3, 4, 9, 11, 14,15, and 16 were damaged during removal of the blades from the handles; therefore could not be tested for penetration along with sample 10 that was visually non-conforming. One blade was visually non-conforming; however the other 15 samples were visually conforming and all samples functionally tested were conforming, therefore a dull trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar knives were manufactured to specifications. All trocar blades are 100% inspected. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).